Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and failed functionality testing. The cause for the failure was isolated to an open r45 resistor on the computer/analog board and a damaged high voltage capacitors c19/c20/c21 on the defibrillator pca. The capacitor leads were broken free from the circuit board. The root cause for the damaged capacitors and open resister could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During service evaluation of monitor sn (B)(4) a reportable device malfunction was discovered. The monitor failed functionality testing.